Event description:
It was reported lead was explanted and replaced due to undersensing, unstable thresholds, no capture, and dislodgement. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - no anomalies found. Full lead returned and analyzed. It was reported lead was explanted and replaced due to undersensing, unstable thresholds, no capture, and dislodgement. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated capture, failure to dislodged undersensing high threshold.